Manufacturer narrative:
(B)(4). Results: blood loss. The physician did not maintain control of the access site. Conclusion: the physician did not maintain control of the access site.

Event description:
A valiant stent graft system was implanted in a patient for endovascular treatment of an 8 cm thoracic aortic aneurysm. It was reported that during the procedure, between implanting the third and fourth devices through the groin, the physician was unable to maintain control of the access site in the right common iliac. The patient's blood pressure dropped and lost blood. The patient received 2 units of blood. After the fourth device was implanted, the same event occurred and the patient was given two more units of blood. The physician regained control of the right common iliac artery (rcia) and the patient maintained hypotensive for approximately 15 min. The case was completed and the patient was closed. It was reported that later the patient had two separate supraventricular tachycardia episodes, in which the patient returned to normal heart-rate without intervention or medication. No clinical sequelae were reported and the patient is fine.